Event description:
It was reported that during implant attempt, the atrial lead was fixed in place, but kept dislodging. The lead was not used and the physician decided to implant a single chamber device. Also during implant attempt, the right ventricular lead was placed in several locations, but had sensing issues, high threshold, and loss of capture. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, there was blood in/on helix mechanism. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, there was blood in/on helix mechanism.